Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the battery compartment was cracked and that there was moisture and corrosion in the pump. The reporter denied damage to the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked from the battery cap toward the case seal. There was evidence of moisture in the battery compartment and per procedure, a leak test was performed which the pump failed, due to the crack in the battery compartment. The pump cover was removed and no other moisture damage was noted inside of the pump.